Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1, date of submission 08/15/2014: the initial report erroneously identified the patient as (B)(6), and as the reporter of this event. The correct information is that the patient's mother, (B)(6), of the same address, was the initial reporter and the patient's correct name is (B)(6) not (B)(6).

Manufacturer narrative:
The pump powered on with the returned battery cap to a dim, discolored display. The battery cap was able to fully tighten and the battery compartment was observed to be intact. A power loss was not observed. The audio bolus button cover was observed to be detached. The black box showed power reset events immediately following a series of errors on (B)(6) 2014. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms being duplicated. The pump case was removed for further investigation and evidence of moisture contamination was inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that there was no back light, no audible tones or vibrations, all of which indicate that there was no power to the pump. The reporter denied damage to the battery compartment or moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.